Manufacturer narrative:
The supplier of the raw materials that composes the radiopaque portion of the tubing, inadequately mixed the proportions of raw materials together, resulting in the radiopaque capacity to be compromised. Upon complaint investigation, the contract manufacturer opened a CAPA to establish and implement procedures to verify the radiopaque capacity of the tubing to assure that the problem does not reoccur. At this time, the CAPA is still ongoing.

Event description:
Indwelling feeding tube was not visible under xray.